Event description:
A facility reported a hair was found inside the sterilization pack during inspection of a scalp clip (ID 201037). The product was stored in a warehouse (distribution center). No patient involvement.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields - d4, d8, d9, g6, h1, h2, h3, h4, h6, h11. The scalp clip (ID 201037) was returned for evaluation. Device history record (DHR) - was reviewed for the reported product¿s lot number. And it was noted that a report was opened, and disposition was to do 100% inspection on material. This issue was not caught during the inspection therefore we have notified supplier. No other anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - a visual inspection was conducted on the returned device, and it confirmed presence of a hair on sealed package. Root cause - per the complaint background, hair was found. The complaint was confirmed during investigation and failure analysis evaluation. Debris present in packaging material, a potential root cause is operator error, workstation not clean.